Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate dropped below the lower rate and the caller was concerned about the patient's implantable pulse generator (ipg). Follow up information from the patient's follow up physician indicated that there was no further information available. No further patient complications have been reported as a result of this event.